Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the reported dislocation is mostly due to postoperative joint laxity or inadequate range of motion assessment. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to dislocation.